Event description:
It was reported that an error message displayed when the programmer was first turned on. A reboot was attempted without success and a different programmer was used. It was also noted that the rear compartment door needed repair. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that of an error message and the speakers were replaced to resolve the issue. Analysis was also able to confirm the customer comment that the power cord bay was broken and therefore the power cord bay assembly was replaced to resolve. Analysis also found that the printer roller gears were damaged and the lower hinge plate was broken, so the printer drawer and lower hinge plate were replaced and it was additionally noted that the system fan was replaced as a preventive. (B)(4).